Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04446 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snare devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the handle of the snare shredded where the thicker plastic transitions to a thinner plastic reportedly, the snares could not be retracted due to the working length being detached/separated. Both rotatable snare devices experienced the same problem. The procedure was completed with another rotatable oval snare device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sheath detached/separated. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.